Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation underneath the therapy pads in the back. The area was described as a sore. The patient's doctor prescribed an unknown ointment to treat the sore. The patient's daughter stated the irritation has healed due to this treatment.